Manufacturer narrative:
Please disregard the previously submitted empty medwatch as it was inadvertently submitted to the FDA instead of being voided. All investigation information was submitted in the initial medwatch submission.

Manufacturer narrative:
The pst attempted to toggle the power switch but noticed that it was broken and did not toggle smoothly. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2018-00505.

Event description:
The product surveillance technician (pst) reported that during routine testing of the device at the service center, the front power switch was found to be broken. There was no patient involvement.